Event description:
Received medwatch stating that "patient to ed in full cardiac arrest. Patient's blood gases worsened after pt was placed on the ventilator, tubing was connected incorrectly". Further info obtained from the user facility is as follows: the respiratory therapist incorrectly set up the device, left the pt unattended and during that time, a misc. Tubing became detached. No alarms were reported to have sounded and user facility is unaware if any were set. Respiratory therapy supervisor stated that the problem stemmed from user error due to the therapist never used the device. The patient has expired since this incident but was not due to the device.